Event description:
Patient presented with concerns for breast asymmetry and ruptured silicone implants. She had previously had placed mcghan 110 silicone implants, placed approximately 450 cc bilaterally; however, these were noted to be ruptured on imaging from an outside institution and the patient desired exchange.